Event description:
MFR representative reported pt had severe pain in left leg after the device system was implanted. Pt rec'd inpatient physical therapy for a week. At discharge from the hospital, the pt walked with a limp and used a cane. The pt did not have this condition previous to surgery. Pt has had numerous tests, and has been seen by other physicians regarding the condition. The pt has been using the stimulation system, but has been advised to have it removed to complete a MRI to assist in determining a treatment plan. No report of explanation as of the date of this report. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is rec'd. Refer to medwatch report # 2649622200700702.